Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 7 of 8. Reference MFR report: 1627487-2013-06401, 06402, 06403, 06404, 06405, 06406, 06408. The patient was implanted with two systems. The patient has eight leads (from five separate lots) and four extensions (from three separate lots) for occipital and supra-orbital stimulation (off-label). It is unknown which devices were removed, therefore, all possible devices are being reported. It was reported the patient lost stimulation due to lead migration. The patient underwent surgical intervention and two of the leads and one extension were replaced. The patient reported effective stimulation post-operative. The product was not returned to the manufacturer.